Event description:
Physician started case at 0415, lines in at 0515. At 0615 first infuser was attached to patient as 2nd rapid infuser already attached. Sleigh attached to the distal side port of multiple access catheter (mac); both units used simultaneously. Another physician took over case at 0715. At 0815 first pump alarmed, with the following message: overheating; discard contents. Unit disconnected and removed by psst. Approx 24 units of red blood cells and 30 units of fresh frozen plasma had been infused at 30 ml per minute; approximately half thru first infuser.